Event description:
It was report that after detachment of the subject coil, the proximal end of the coil moved back into the tip of the microcatheter. The physician attempted to push the coil back into the aneurysm using a guidewire, but both the coil and guidewire got stuck in the microcatheter. The physician removed the microcatheter, guidewire, and the coil as one unit from the patient, the procedure was completed using other devices. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the main coil was detached and jammed inside the microcatheter. Functional evaluation was unable to be performed, as only the main coil was returned. It was probable that the main coil was partially detached during the original detachment attempt, as the main coil showed evidence of electrolytic detachment, causing the coil to be withdrawn back into the microcatheter when the delivery wire was being removed, leading to the main detachment within the microcatheter. Based on the information available and device analysis an assignable cause of operational context has been assigned to this investigation.

Event description:
It was reported that after detachment of the subject coil, the proximal end of the coil moved back into the tip of the microcatheter. The physician attempted to push the coil back into the aneurysm using a guidewire, but both the coil and guidewire got stuck in the microcatheter. The physician removed the microcatheter, guidewire, and the coil as one unit from the patient, the procedure was completed using other devices. There were no clinical consequences to the patient.